Event description:
Dealer stated that the wheels on a tdxsp-mcg power chair don't move smoothly causing chair to hesitate. Also stated is that it is hard to get the chair to recline and out of recline.